Manufacturer narrative:
A functional check with a mating broach confirmed the handles were a little loose. However, all three handles still locked and functioned as intended. The root cause of the handles being a little loose is attributed to heavy usage. The instruments range from four to six years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The broach handle is loose. The surgery was able to be completed as it still held the broach but was just loose.